Manufacturer narrative:
This complaint was initially received on (B)(4) 2015; however, the device was not returned for analysis until (B)(4) 2016. The product analysis was completed on (B)(4) 2016, and based on the stretched coil that was discovered at that time, the complaint met MDR reportability criteria. (B)(4). Conclusion: the device was returned for analysis. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. As viewed through the returned packaging, it was found that the coil was unsheathed and damaged. Due to post-procedural handling, cleaning, and packaging, it cannot be determined how much coil damage occurred during the procedure. Located 80.0 centimeters off the distal tip of the green introducer the coil and core wire protrude through the sheath. Located 98.0 and 140.0 (both centimeters) are two severe bends to the core wire. As found microscopically, the protrusion site was found located 24.0 centimeters off the proximal end of the sheath. The coil has been stretched to the point of losing its secondary helical winding. The locking mechanism has compression and stretching damage. The circumstances of how and when all the unreported damage contained in the above narrative occurred cannot be definitively determined. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the ¿torn sheath¿ and the resheathing difficulty was confirmed. The coil stretching was most likely related to the resheathing difficulty or post-procedural handling. The evidence highly suggests that the damaged sheath and the resheathing difficulty can be related to the original unsheathing difficulty which most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which produced bent core wire sections, damaged the sheath, caused a portion of the coil damage found, and forced the core wire to protrude outside the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, the resheathing tool of the deltapaq ((B)(4)) was torn when the surgeon tried to resheath the coil. There was no potential patient adverse event. Upon return of the product for analysis, the coil was protruded out of the introducer and was stretched multiple attempts to obtain additional information were unsuccessful. No additional information could be obtained.